Event description:
Initial info reported by a nurse on behalf of a physician to a sales rep on 10/21/2010: a female, pt, initiated treatment with injectable poly-l-lactic acid (sculptra aesthetic) (lot # and exp date unk) on (B)(6) 2010 during a training session (specific injections sites were unk). She also received add'l injections (specific number unk) with injectable poly-l-lactic acid on unreported dates. On an unk date, she developed visible nodules and was treated with massage. It was not reported if the nodules resolved or remained ongoing. She also reported that she experienced tattooing from the ink that was used to mark the injections. No further relevant info reported. No further relevant info reported. This case is 1 of 3 and is associated with case (B)(4) (different pt, experienced papules) and (B)(4) (different pt, experienced papules).